Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known, and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited a malfunctioning and glitching touchscreen, with an existing crack observed on the display and a failed soft reset; a replacement was issued and the user was advised to shut down the device, use backup therapy, and continue cgm use independently, with data not transferable to the replacement. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms reported as contributing to adverse health effects, and no hospitalization. Investigation included troubleshooting by attempting a soft reset, and remote visual confirmation of a cracked screen. Investigation of this case revealed a damaged display and impaired screen functionality that prevented reliable interaction with the device. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen, leading to loss of display function.